Event description:
It was reported that this pacemaker was explanted due to the longevity dropped over 6months from 4 years to 2.5 years, possibly due to high atrial rate sensing. The device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker was explanted due to the longevity dropped over 6months from 4 years to 2.5 years, possibly due to high atrial rate sensing. The device was replaced. No additional adverse patient effects were reported.